Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 305 mg/dl. The event occurred due to an incorrect weight entry, which limited insulin delivery. The user performed a factory reset, corrected the setup, and bg values returned to range. No symptoms were reported, and no medical intervention was required.